Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("one year out from removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), pain in extremity ("feet ache") and gait disturbance ("I can barely walk"). The patient was treated with surgery (underwent device removal). Essure was removed. At the time of the report, the medical device removal, pain in extremity and gait disturbance outcome was unknown. The reporter considered gait disturbance, medical device removal and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pain in extremity and gait disturbance. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("one one year out from removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), pain in extremity ("feet ache") and gait disturbance ("I can barely walk"). The patient was treated with surgery (underwent device removal). Essure was removed. At the time of the report, the medical device removal, pain in extremity and gait disturbance outcome was unknown. The reporter considered gait disturbance, medical device removal and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pain in extremity and gait disturbance. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('one one year out from removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("feet ache"), gait disturbance ("I can barely walk") and pelvic pain ("left side for me"). The patient was treated with surgery (underwent device removal). Essure was removed. At the time of the report, the medical device removal, pain in extremity, gait disturbance and pelvic pain outcome was unknown. The reporter considered gait disturbance, medical device removal, pain in extremity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: left side for me. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.